Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer reference number: 2017865-2021-11469 it was reported that when the patient presented in clinic for a follow up, multiple high ventricular rate (hvr) episodes were observed. Far p-wave oversensing, small r-wave sensing were observed on the pacemaker and right ventricular (rv) lead noise oversensing was also noted. External noise source was suspected. Isometric testing was suggested to determine if it was a true lead issue. Programming change was made. The patient was discharged and being monitored.